Event description:
Patient with heartmate 2 left ventricular assist device (lvad) therapy for 2 months presents with acute and fatal brain bleed in the setting of stable bp, international normalized ratio (inr) of 2.5, and aspirin therapy. Heroic medical intervention to reverse inr and reduce brain swelling (no surgical intervention), however neurological exam deteriorated quickly. Pt was enrolled in hospice, consistent with his wishes and expired < 24 hours after hospital presentation.